Event description:
As reported by the user facility: (B)(6) nurse hung 100 ml bottle of propofol. About 4:50pm on (B)(6) 2012, the nurse noticed the bottle was near empty. The pump shows only 7.58 ml was infused. There was about 20 ml left in the bottle. So after deducting the priming volume of the primary set (490036), it appears that approximately 50 ml is missing. They have the pump, tubing and bottle. No patient injury was reported.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4)). This report has been identified as b. Braun (B)(4). The actual device involved in the event has not yet been returned to the manufacturer. The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed. The software version on this pump is g03.